Event description:
In a letter received on 1/23/07 a doctor reported that his pt had mesh implanted in 2005, in a hernia repair procedure. Following the procedure the pt complained of pain and was noted to have an abscess at the incision site. A second surgery was preformed to drain the area of pus. Following was several months of intravenous antibiotics and specialized wound care. The mesh was later explanted; during the process the doctor and his assistant noted that the ring was fractured in at least two locations.

Manufacturer narrative:
At this time the sample has not been returned for evaluation. Therefore, no conclusion can be drawn at this time. A follow up reprot will be sent if more information becomes available.